Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue within the fault logs of the iabp, which displayed "maintenance required" and "compressor motor speed adjustment required" . To fix the issue, the fse replaced the scroll compressor. Unrelated to the reported event, the fse replaced the mufflers due to them passing the amount of operating hours. The unit passed all calibration, function and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) internal compressor was defective. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.